Event description:
It was reported that during a system upgrade, the physician noticed that the right ventricular [rv] lead showed signs of crimping in the insulation on the proximal end. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.